Event description:
This was a left-sided, cardiac lead removal case conducted in the or to remove a fractured rv sjm 158 and the adjacent ra mdt 5568 (to remain in place) both 69 months old. Pre-operative chest x-rays showed a fracture in the sjm 1581 riata lead with exposed cables. The patient was prepped with arterial line, fluoroscopy and tee were in use, blood products were in the room, and the cvs was in the room. Upon opening the pocket it was noted that the leads had been sutured together during the initial implantation. Significant scarring on the 2 leads was noted thus making them very difficult to free (taking approximately 30-45 minutes). The md then cut and prepped the rv and sjm 1581 riata lead with a lld (unknown model type) and the atrial lead was prepped with a pacing stylet. Lasing began with a 16f gl on the rv lead, smoothly progressing (approximately 41 seconds) to the proximal coil. Soon after this point the patient¿s blood pressure dropped rapidly into the 40's. The cvs came into the room immediately to perform a sternotomy. The cvs saw no blood initially until the atrium was moved filling the chest with blood immediately. A tear was found from the innominate to the atrial junction that followed the same path of the sjm 1581 riata. The patient was placed on bypass 25 minutes after sternotomy was performed, injury successfully repaired, sjm 1581 surgically removed, and the patient was ultimately discharged from the hospital and recovering per plan.

Manufacturer narrative:
Other text: device discarded after use.